Event description:
As reported by the field clinical specialist (fcs), during a right-side transfemoral tavr (transcatheter aortic valve replacement) procedure with a 26mm sapien 3 ultra valve in the native aortic position, there was difficulty inserting the sheath into the patient. The system was then unable to advance past the abdominal aorta due to anatomical tortuosity. It was also noted that there was retained volume in the balloon of the delivery system (ds). As the ds (with loaded valve) could not be pulled back into the sheath, a surgical cut-down of the right femoral artery was performed, and the devices were removed. The femoral artery was then surgically repaired. Per report, the patient remained stable through the procedure. According to the provided device imagery, the distal tip of the sheath is torn radially and separated. The torn, separated distal tip appears wrapped around the inflow side of the crimped valve on the inflation balloon.

Manufacturer narrative:
The event(s) reported is/are anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode(s) is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. In this case, the complaint of difficulty introducing sheath was confirmed based on the information available to date. Any updates or additional findings will be submitted in accordance with FDA reporting requirements. Available information suggests patient factors (calcification, tortuosity) likely contributed to the event as it was reported that the patient exhibited severe calcification and tortuosity. Sharp or bulky calcified nodules within the patient access vessel can act as a physical obstacle that can increase friction and lead to higher push force. Tortuous patient anatomy can create sub-optimal angles that can induce stress to the sheath shaft, causing it to bend or kink and require a higher push force to navigate. In addition, the complaints of difficulty advancing through sheath, distal tip torn and system components separate during use were confirmed based on the provided device imagery. Sheath distal tip tears may result from a combination of multiple contributing factors. The tip expansion mechanism may be influenced by inherent variation in the manual tip scoring process and/or by other manufacturing-related factors. Also, patient or procedural factors, such as challenging anatomy or non-coaxial advancement angles, may exacerbate interference between the valve and distal tip, leading to increased resistance and potential tearing during system advancement. High push forces applied to overcome resistance during system advancement can further contribute to tip tearing and subject it towards separation. While multiple contributing factors have been identified, a definitive root cause is unable to be determined at this time. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. An investigation has been opened to determine the root cause and implement any necessary corrective actions.

Manufacturer narrative:
During an administrative review of the complaint file, it was identified that the manufacturing (mfg.) Report number was not included. A supplemental MDR is being submitted to reference the mfg. Report number. An additional report related to this complaint is also being submitted; this submission represents 1 of 2 for this complaint.